Event description:
Reporter indicated that the patient's generator showed 7/limit/high on the system diagnostics. Reporter stated that the patient does not have any clinical symptoms and is still doing well. No trauma or manipulation was reported. Upon patient return visit, the patient's device was turned off. Revision surgery is likely, but has not been scheduled to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.